Event description:
Subsequent to the initial report it was reported that bleeding did not occur. The issue clip was removed and replaced. A replacement was implanted and the mr was reduced to grade 1. There were no adverse patient effects.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, a cause for the reported difficult single gripper actuation could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Correction: h6 - adverse event: problem health effect - clinical code 1888 was removed. Health effect - impact code: 4614 was removed. This was previously filed as a serious injury and has been downgraded to a malfunction report. There were no adverse patient effects.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) and a small atrium for a mitraclip procedure. The mitraclip xtw grippers were able to actuate during prep and gripper orientation. While grasping the leaflets, the anterior gripper did not lower. Troubleshooting was unsuccessful, so the clip was removed and the procedure was discontinued. The implanter indicated that internal bleeding was noted after the issue.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.